Event description:
It was reported that the pump battery would not charge, despite attempts using different wall outlets and charging cables. There was no reported impact to the customer¿s blood glucose level. The customer received instructions to allow the battery to deplete fully before returning the pump, and tandem technical support arranged for a replacement pump to be sent, advising the customer to return the problematic pump within 10 days using a pre-paid label. Customer declined to share information regarding their backup insulin therapy method.